Event description:
The reporter stated that during a spinal surgical procedure using the manta ray anterior cervical plate, the locking arm did not swing across the screw head to lock the screw in place. The surgeon stated that the screw may have been angled more medially than the others. The implant was left in place. There was no adverse outcome for the patient.

Manufacturer narrative:
As a result of integra's 2 year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The devices were implanted and not available for evaluation. No product identity number or lot number was provided. A review of the complaint log showed that this was a repeat incident which was addressed by a corrective action in 2009. The spring arm failure was addressed in the failure modes and effects analysis (fmea) of the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.